Manufacturer narrative:
A ge rep evaluated the system and found the video cable to be defective.

Event description:
Customer reported the system is not displaying an image. No pt injury was reported.